Manufacturer narrative:
(B)(4). Date sent: 3/22/2024. B3: event year only reported: 2024. D4 batch #: unknown. Investigation summary . Call home revealed reflected power errors. The returned probe's tip was broken off and not included. There was evidence of thermal damage seen. The potential cause of the thermal damage is unknown due to the high amount of damage and missing tip. A search of nonconformities (ncs) was performed for lot ml23068293. There were no observed nonconformities for this lot. Manufacture date: 6/1/2023. Expiration date: 2/28/2027.

Event description:
It was reported that during an ablation the probe was performing but after awhile it turned off and stopped working. They got another one to complete the case without patient harm.